Manufacturer narrative:
On 05/10/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Failure 2d and 3d. Frame rate recommended level displaying on mvs. Broken wire on umbilical lemo end. The medtronic representative replaced umbilical cable and performed a system check. Issue resolved. Imaging system was operational. On 05/09/2016 return requested. Replacement mvs interface cable shipped to site. Suspect cable returned to manufacturer for investigation and is under analysis. On 05/16/2016 software investigation completed. Findings are that this event was caused by hardware failure. The imaging system software is functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, when the site attempted to take a 3d spin they received an error message on the mobile view station (mvs) "an issue has occurred that may effect navigational accuracy, please try again". The site re-booted the imaging system and received the same error again. The site brought in a second imaging system to continue the procedure and took the scout images, however, could not take 3d images on the imaging system. The medtronic representative was told the images were grainy. The medtronic representative noted the imaging system would not connect to the navigation system or take a spin. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the umbilical cable. The cable passed visual inspection but did not pass bench testing. Continuity test passed and the 100t test passed. However, the gbit test failed and showed opens between lines 7 and 8. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
(B)(6).